Event description:
Rti biologics, inc. (Rti) has initiated an investigation based on a complaint of post-operative investigation based on a complaint of post-operative infection reported on (B)(6) 2012. On (B)(6) 2012, the pt underwent a bilateral breast reconstruction with allomax dermis grafts. On (B)(6) 2012, the pt returned for f/u with swelling, erythema, and warmth of the left breast. Upon examination, the breast was aspirated and 120ml of turbid fluid was obtained. Final fluid cultures yielded mycobacterium fortuitum smegmatis group. At the last visit ((B)(6) 2012), the pt's wound vac was in place and she was undergoing chemotherapy. The surgeon reported he has had an increase in gram negative infections in several pts post break reconstruction surgery. The surgeon is requesting a review of records related to the tissue. Both donor and mfg records are re-reviewed as part of rti's investigation. No deviations were noted for the donors and all rti donor eligibility requirements were met. MFR report # (B)(4). (B)(6).